Event description:
It was reported that the ilet user experienced recurring low and high glucose while and was treating lows with multiple items in quick succession (fruit snacks, peanut butter, and orange juice) and consuming unannounced snacks before bed. Education was provided to treat lows with a single fast-acting carbohydrate, wait, recheck, and announce snacks, consistent with a usage issue rather than a device malfunction. Symptoms included hypoglycemia and hyperglycemia ranging from 59 mg/dl to 330 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with relevance to the user interface in the context of meal and snack announcements and overtreating hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.